Manufacturer narrative:
Concomitant product: product ID: 310f31, tissue valve, product ID: 305c21, tissue valve, implanted: (B)(6) 2005. Product ID: 694965, implanted: (B)(6) 2006.

Event description:
It was reported that the left ventricular (lv) lead dislodged out of the vessel and no longer captures at any vector or at the highest outputs. The lv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.